Event description:
It was reported that an attempted sensor removal was unsuccessful. The sensor, which had been implanted in the left upper arm, could not be removed by the healthcare provider. According to information provided via email from the healthcare team, the provider was experienced in sensor removals but did not have access to an ultrasound machine during the procedure. Plans were made to schedule a future removal attempt, although no follow-up appointment had been scheduled at the time of the investigation. The user confirmed that an incision had been made during the removal attempt and stated that they were doing well following the procedure. Several localization-related details, including whether the sensor was palpable and whether tools such as the transmitter, ultrasound, or a magnet were used, were not available at the time of the call. Additional information was sought from the healthcare professional but was unavailable.

Manufacturer narrative:
Manufacturer is currently awaiting additional information regarding subsequent removal attempt and additional information along with the final conclusion will be provided in the supplemental report.